Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion that breached only the optim sheath consistent with friction of the lead to the device can, distal to the connector boot.

Event description:
This report is to advise of an event observed during analysis.